Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2367. This complaint was not confirmed in the lab due to a lack of a sample. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of buttons that were not working in dwell "1" of "4", this problem occurred during dwell "1" of "4". The technical service representative (tsr) assisted the home patient (hp) "by explaining the alarm". "The tsr had the hp cycle power to a system error "2367". The "tsr explained therapy was over". "The hp would start over with new supplies". The patient was involved, but there was no patient injury or medical intervention reported. A follow up was done via phone. The patient stated that no air or issues was noticed with the supplies, but that using new supplies resolved the alarm. There was only one alarm that occurred and the sample was discarded. The entire box was used for therapy, so a companion and a lot number were unavailable. No patient injury or medical intervention was reported.